Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. To fix the issue, the fse replaced the power control board (0670-00-1145), and the equipment is functional.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a green line on the screen that prevented the visibility of data. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.